Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received power error detected. The customer¿s blood glucose level was 15.8 mmol/l. The customer states that they received power error detected and it looks as if the reservoir is empty while this is not the case. The customer called back today because the same issue occurred again. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Units left at the display properly matched units left at the test reservoir during testing. However, power loss alarms due to connector resistance issue on the electrical board.